Event description:
Edwards received information that a 21mm 3300tfx pericardial aortic valve, implanted for approximately two (2) years, was explanted due to restricted leaflet motion caused by heavy calcification in the leaflets. The right-coronary cusp and the left-coronary cusp appeared to be fused and did not move much. The motion of the non-coronary cusp was also restricted in places. The device was replaced with non-edwards mechanical valve with no patient adverse event reported. The patient status was reported as 'recovering'. The surgeon commented that there was no relationship between the event and the device malfunction.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer reports of restricted leaflet motion and calcification were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 2 had a tear approximately 4mm long near commissure 2 and calcification was evident at the tear. Wireform was exposed on commissures 1 and 2. H10: additional manufacturer narrative: updated section h6 (health effect-clinical code, device codes). The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.